Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, ¿it was reported that on (B)(6) 2023, the t-handle in question was used at ws. The t-handle in question and a reamer did not match. And the sales rep tried attaching the t-handle to other equipment, but it did not match. So, the t-handle in question did not be used. No further information is available.¿ the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device found no defects or signs hat could contribute to the reported event. A functional test with a mating device with a hudson adaptor reclaim dist strtr rmr sz 13 (297613000/so2002398) assembled and disassembled the devices as intended. The overall complaint was unconfirmed as the observed condition of the excel t-handle would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that t-handle will not assemble with mating device; was not used in surgery.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - according to the information received, "it was reported that on (B)(6) 2023, the t-handle in question was used at ws. The t-handle in question and a reamer did not match. And the sales rep tried attaching the t-handle to other equipment, but it did not match. So, the t-handle in question did not be used. No further information is available." The product was not returned to depuy synthes, however photos were provided for review. See attachment photo_pc-001461316_fujieda municipal general hospital(jo202300503). The photo investigation did not revealed the reported unable to assemble condition for excel t-handle. Review of provided photo shows the reported device, without having actual device for evaluation and function al test performed on it, reported allegations remains unconfirmed and cause remains undetermined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the excel t-handle would not contribute to the complained device issue. Based on the investigation findings, potential cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected d4 (lot).